Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that during the index procedure, after the endurant limb etlw1610c124e was implanted, the physician was not satisfied with the position where it was implanted so decided to extend with an iliac extension distally. An heli-fx endoanchoring system was also used in this procedure. When the applier was being used, the forward button was pressed which advanced the endoanchor half way, before the endoanchor had fully released half way, the back button was then pressed and the applier jammed and the endoanchor wouldn't go back into the applier. It was also reported that one endoanchor had been deployed. As per the physician the cause of the events was user error. No additional clinical sequelae were provided and the patient is fine.